Event description:
During a shoulder procedure the distal tip of an expressew flexible suture passer needle broke off into the pt's joint space. The fragment was removed from the body and the case was concluded successfully without further incident or harm to the pt.